Manufacturer narrative:
Medela customer service conducted troubleshooting for the low suction issue and discovered the customer's breast shields were too large. Medela customer service sent the smaller 21 mm breast shields to the customer. On (B)(6) 2016, the clinical assessment indicated the new 21 mm breast shields were working well. Her doctor diagnosed her with plugged ducts which had resolved without medical intervention. She had four bouts of mastitis infection's in the past which has been treated with antibiotics. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called medela customer service on (B)(6) 2015, stating her pump in style advanced had low suction and that she had mastitis several times and was prescribed an antibiotic for treatment. She stated that the doctor suggested it could be incorrect breastshield size.